Event description:
In december 2001, the patient was seen by the center for skin flap breakdown over the implant site. It was noted that one corner of the device was protruding. Surgery was performed to reposition the device.